Event description:
It was reported that the pump required customer to load a new cartridge multiple times during the load process; cause was not known. Customer's blood glucose (bg) level was 500 mg/dl, they were "impaired", and "throwing up blood". Customer administered a manual injection to address bg and was driven by spouse to the emergency room with high ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.